Event description:
Pt using medtronic minimed paradigm insulin pump with quickset infusion set lot 8200956. Pt reports bg 60mg/dl, treated with 15 grams carbohydrate, retested prior to driving and bg was 120mg/dl. Approximately 30 minutes later, he wrecked car into telephone pole and was cut out of vehicle. Reported bg 35mg/dl. Totaled vehicle, and hospitalized. Pt sustained lifethreatening situation: broke arm in 6 places requiring surgical operation, bruised knee bone, chest injuries. Pt denies alcohol intake. He was on day 2 of this infusion set. Previously this month, similar incident reported where bg was wnl, and shortly thereafter had unexplained severe hypoglycemia bg 27mg/dl. Minimed overnighted a new insulin pump to pt. On 07/06/09, providers alerted to recall of quickset infusion set lot 8 recall. Dates of use: 2009. Diagnosis: insulin dependent diabetes. Pt uses new infusion set q 3 days. Has used quickset infusion sets since early 2009. Unsure which lots he has had previously.